Manufacturer narrative:
A medtronic authorized biomedical engineer performed a system checkout. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, there was a ring artifact in the scans. Site opted to proceed with procure. The procedure was completed with the use of imaging. There was no delay to procedure. No impact on patient outcome.